Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). S/v 3.0b. Pump passed the displacement test. Pump received with cracked battery tube threads, cracked case display window corner, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.